Manufacturer narrative:
The sodium electrode lot number was 87638. The expiration date was not provided. The field service representative found a punctured tube in the rinse station, which caused drops of water to fall into the cells. He performed corrective maintenance. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise sodium results for 1 patient sample on a cobas c 311 analyzer module. The initial result was 127 mmol/l. The repeated result was 135 mmol/l. The repeated result was confirmed using a cobas 221 module and was considered correct.